Manufacturer narrative:
Lawyer-filed report-(B)(4). Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2013-00580, 00582. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.